Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral annuloplasty ring was explanted after an implant duration of approximately 1 year and 10 months due to dehiscence. Per the health-care-provider(hcp), the explant was not related to any device malfunction or quality deficiency. A new edwards annuloplasty ring was implanted in the same position. The subject device has been discarded. No additional information provided.

Manufacturer narrative:
Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, the hcp noted that the explant was not related to any device malfunction or quality deficiency. No further actions are possible with the available information.